Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the patient thought their pump was giving them uncomfortable stimulation. It started this weekend (relative to (B)(6) 2019). The hcp had rescheduled a pump replacement for (B)(6) 2019. There were no further complications reported at this time.